Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A consumer who underwent a cataract surgery reported that she did not bear the intraocular lens implanted 9 months earlier and she was disturbed and handicapped by her visual acuity. The consumer provided a statement from the surgeon, reporting that the intervention was carried out without incident and her visual acuity remained at 5/10 p8 in both eyes. Additional information has been requested but not received to date. This is one of two reports being filed for this patient. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation.

Event description:
This report has been reassigned to the consumer's second eye, (unknown if right or left).

Event description:
Additional information provided by the patient. She planned to undergo a refractive surgery. Her ophthalmologist had offered to explant the intraocular lenses but she refused.